Manufacturer narrative:
UDI: (B)(4). Concomitant medical product: concomitant med products and therapy dates: drill bit. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed on the device which determined that the cutter device was not secured in the locking mechanism (failed cutter lock assessment). It was further observed that the device was running in the safety position (failed safety assessment) and was also heating up (failed temperature assessment). It was determined that the device was power broken. During service/repair, it was determined that the locking pawls, the cylinder, and the pawls release were damaged, causing the device to run in the safety position. It was determined that the issues were consistent with forcing the cutter into the unit and applying the safety lock while the unit was running, which was due to mishandling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device would not hold the c-1 drill bit device. During in-house engineering evaluation, it was observed that the device was running in the safety position (failed safety assessment) and was heating up (failed temperature assessment). It was further determined that the device was power broken. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.